Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with broken battery tube threads, minor scratches on case and pillowing keypad overlay. The p-cap does lock properly.